Manufacturer narrative:
Correction: the initial MDR was submitted; but because we did not receive the 3rd acknowledgement within 48 hours of the first MDR that was submitted, a second MDR was created and sent. The initial MDR received the 3rd acknowledgement and successfully passed. Therefore, no further information will be provided under this (duplicate) medwatch #9614546-2017-00265. Any further information will be provided under the initial medwatch #9614546-2017-00262. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as the lens remains in patient's eye. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a zxt300 intraocular lens, at 1 week post op, the patient was experiencing dysphotopsia, starbursts and flare, especially at dark. An exam on the patient's eye showed that the lens was approximately 17 degrees off axis, instead of 93 it was at 110. As a result the physician is planning on repositioning the lens. Through follow-up, additional information was received. It was learned that lens was implanted in a male patient's right eye. Patient was experiencing more glare, starburst, halos and patient is very dissatisfied. The patient is also experiencing distortion and blurred vision. Through additional follow up it was later learned that the patient is doing fine. On (B)(6) 2017 - od visual acuity (post op day 1): distance - 20/100 ph: 20/40. On (B)(6) 2017 - od visual acuity: distance - 20/40. No further information was provided.